Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
The patient had bacteremia and the lead was capped. This event is related to 2183787-2023-00066".